Manufacturer narrative:
(B)(4). A component of the superdimension system was returned and evaluated and nothing that would have caused or contributed to the customer¿s report was found. Site reported that pneumothorax was ruled out. Bleeding is a known potential complication of the electromagnetic navigation bronchoscopy procedure when biopsies are obtained. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A component of the superdimension system, case recordings, has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted. There were no anomalies identified during the internal review of the DHR of the system console and the gencut biopsy tool lot. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
Site reported patient experienced bleeding after biopsies during a superdimension procedure. The catheter was removed and large amount of bleeding noted. Patient briefly arrested but was successfully resuscitated after placement of a rigid scope to tamponade the bleeding and intubation. The patient was hospitalized but has since been discharged to home. If additional information is received a follow-up report will be submitted.